Event description:
A 3.0mm diameter x 24mm length ave gfx stent was inserted into an 89 year old pt with severely calcified coronary arteries. The target lesion in the left anterior descending coronary artery was predilated with 3.0mm diameter percutaneous transluminal coronary angioplasty balloon. After deployment of the stent, it was noted that there was a perforation of the target vessel that resulted in pt death. The reference vessel diameter was less then 3.0mm (approximately 2.5mm) and the doctor stented that he did not feel the stent was at fault.